Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported her implantable neurostimulator (ins) device is not working correctly and wants it taken out. The patient thinks her current ins is dead and just wants it removed. The patient reported the ins took too long to charge, so the doctor told her to lay down and watch a movie when she charges for 2 hours but the patient feels she shouldn't have to lay down for 2 hours for something to charge. No patient symptoms were reported. No further complications were reported/anticipated. The indication for implant was non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient wants her ins taken out because it is dead. Healthcare provider listings were sent to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.